Event description:
It was reported that during an unknown procedure, the device did not load correctly. Then it ejected staples everywhere. The site opened a different device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 06/28/2007 information anticipated, but unavailable at this time.